Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the black box history showed that one 064 alarm occurred and multiple occlusion alarms occurred following boluses. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was found to be cracked and moisture damage was found inside the pump.

Event description:
The patient claimed her blood glucose has been running high for (B)(6). On the day of the call to animas (B)(6) 2011, the patient's blood glucose was at 511 mg/dl. The patient did not have any symptoms of ketones. She did not receive any medical intervention at the time of concern. The patient reportedly had multiple occlusions resulting in the call service alarm 064 on (B)(6) 2011 while he attempted to administer bolus insulin. On (B)(6) 2011, the patient claimed she was able to correct her blood glucose with bolus insulin. Her blood glucose is currently "normal." During troubleshooting, the patient indicated that the animas motor sounds like it is struggling during bolus and rewind for the last few weeks. The battery type, date and time are correctly set in the animas pump. The alleged call service alarm was not a recurring issue. There was no evidence of a site or cannula issue. Unrelated to the event, the patient claimed there was three other issues with animas pump, fluid/moisture behind display, recurring loss of prime, and motor noises. The patient was advised to go on the backup plan due to the alleged multiple issues with the animas pump. This complaint is being reported possibly due to a user error. It is not clear what cause the patient's alleged elevated blood glucose of 511 mg/dl. The alleged product issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The (B)(4) instructs the user to call animas customer service if the user suspects that the product is damaged.